Event description:
The customer reported via phone call that they received no delivery alarm. No delivery alarm troubleshooting was performed. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.